Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient developed an infection in their back after implant, the patient stated that the infection had nothing to do with the mechanism, but developed from the implant surgery sutures not dissolving. The patient reports that the ins isn't helping their pain and they are ready to contact their hcp to have it removed. The patient said that recharging was going "like wicked slow", and went to the emergency room because of vicious pain. No additional symptoms, and no additional complications were reported for this event.